Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that right after she got the device she got an infection. She thinks she got it on a thursday and the next week on the wednesday or thursday she got the symptoms. It was all red at ins site and she had 102 fever. She thought they checked her urine and maybe her blood, but she didn't know for sure. The patient was put on oral antibiotics. They didn't remove any components. The infections was outside of the incision on butt by the ins. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.